Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "tibial (construct): there is clear radiolucence visible, indicating loosening of the implant. Migration cannot be confirmed. Pe: the pe is not separated from the tibial construct, there is no indirect sign of loosening or migration. Talar (construct): the talar implant shows radiolucence, there is also some cysts visible. Clear loosening and migration/subsidence of the implant can be confirmed." Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cyst around tibial and talar component respectively. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar component subsidence.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar component subsidence.